Manufacturer narrative:
It was reported to the arjo representative on 2019-jul-22 that there was the incident with the maxi move passive floor lift ad passive clip sling. During patient's transfer (female, 180kg, classified as doris according to arjo resident gallery classification) leg left sling clip detached from the lift spreader bar. As a consequence the resident slide through the sling and fell on the floor what have led to laceration (injury required staples to close the wound). After the event there was an evaluation performed by qualified arjo representative. The lift was found to be in overall good condition with only signs of normal wear (scratches and paint peeling, scratches on chassis, leg and mast, damage on the top of jib and jib cover). Functional test of the lift revealed that it was working properly, according to the manufacturer's specification. It was also stated that it was not possible for the technician to duplicate the issue. Sling involved in the event was not available at the time of arjo representative visit at the facility site so information regarding sling condition at the time of event remains unknown. Based on the product knowledge, the clip detachment could have been caused by different factors, e.g.: incorrect attachment of the sling clips to the lift's spreader bar (part on which patient and the sling are attached on). Much higher strain, where the clip/sling becoming caught on an obstruction. Normal wear of product occurring after too often washing, usage of illicit chemicals, not adhering to cleaning instruction provided in instruction for use. Details of the transfer nor the manufacturing details regarding sling were not provided so none of this hypothesis could be confirmed with a certainty. The instructions for use for passive clip slings (B)(4) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "make sure that: all clips are securely attached"; "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process". Moreover, product instruction for use have been evaluated in terms of the effectiveness for use by volunteers outside of the health care field. The outcome was that the IFU instructions were found to be adequate to enable the caregiver to perform the intended activities safely. Based on evaluation performed, we are not able to establish the exact root cause of this event. Although, based on product knowledge, previously performed simulations and past similar situations, the clip detachment can occur when a user does not follow correct transfer procedure as presented in the device labeling. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The arjo system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event. However, the misused clip attachment occurred and from that perspective, the system did not work as intended. The complaint was decided to be reportable due to the fact that clip detached during transfer causing patient to sustain serious injury.

Manufacturer narrative:
Collecting information ongoing. Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjo on (B)(6) 2019 that there was the incident with involvement of passive floor lift maxi move and passive clip sling. It was stated that during transfer from chair to wheelchair one of the clips detached from the lift spreader bar causing patient to fall of the sling. As the cosequence of the event resident sustained laceration to the head and staples were applied.